Event description:
It was reported that during the lumbar artificial disc procedure, the inserter malfunctioned during the case. Surgeon was unable to get the poly inlay seated into the endplates, and when he tried to remove it from the implants the pins snapped. Surgeon used the other inserter and completed the procedure.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the tips broken. The breakage is indicative of excessive force applied during usage. Instrument corresponds to drawings and processes at the time of manufacture. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a mfg perspective.